Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. Following pre-dilatation, a 3.50 x 12mm synergy xd drug eluting stent was advanced for treatment. However, resistance was felt during advancing and it failed to cross the guide catheter. Upon removal, it was noted that a strut was sticking up at the distal edge of the stent. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that stent damage occurred. Following pre-dilatation, a 3.50 x 12mm synergy xd drug eluting stent was advanced for treatment. However, resistance was felt during advancing and it failed to cross the guide catheter. Upon removal, it was noted that a strut was sticking up at the distal edge of the stent. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Updated d4: lot number as per ga 14979615. E1: initial reporter address 1: (B)(6).

Manufacturer narrative:
E1. Initial reporter address: (B)(6). Device evaluation by MFR: the synergy xd mr us 3.50 x 12mm mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of damage with stent struts from the mid stent region lifted and pulled proximally. The undamaged crimped stent od (outer diameter) was measured by snap gauge and was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip no issues. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. The device could be loaded on a test guidewire without issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Following pre-dilatation, a 3.50 x 12mm synergy xd drug eluting stent was advanced for treatment. However, resistance was felt during advancing and it failed to cross the guide catheter. Upon removal, it was noted that a strut was sticking up at the distal edge of the stent. The procedure was completed with another of the same device. There were no patient complications reported.